Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device could not be interrogated. Abbott technical support was contacted and it was discovered the device was in backup mode. Battery impedance was also noted to be high. No intervention has been performed. The device will continue to be monitored. The patient was in stable condition.